Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the receiver/stimulator. The patient underwent revision surgery to reposition the device (date not reported). The implanted device remains.